Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Manufacturer narrative:
The reported event (adverse impact to patient - postoperatively) could be confirmed, since review of provided CT imaging shows a relatively large cyst/osteolysis. Medical affairs was consulted on the available CT scans and information in this case file. According to their review,"the CT-scan shows an intact tibial component with some posterior overhang (meaning it sticks out at the back. The image below of a horizontal section of the lower tibia, shows that. It also shows the formation of a relatively large cyst/osteolysis (in the crosshair). The pe-liner looks intact, as far as can be assessed on a CT-scan. The talar component is intact, well-fixed and well-positioned. Most likely the osteolysis around the tibial component is the most likely reason for revision. Yet, further clinical information is needed to make a definitive assessment." Although the most likely reason for revision is patient factors, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.